Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterus perforation') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Concomitant products included levothyroxine since (B)(6) 2006. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/lower pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for events ¿fallopian tube perforation, uterus perforation. Date(s) of removal:(B)(6) 2015 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: pfs received. Previously added event pelvic pain updated to recovered/resolved. Lab data, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterus perforation') and genital haemorrhage ('gen. Abnorm. Bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for events ¿fallopian tube perforation, uterus perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, fallopian tube perforation, gen. Abnormal bleed, uterus perforation were added. Patient information, new reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.